Manufacturer narrative:
The mfg site is unk, therefore co has chosen east hills as the default mfg site. Device not returned for evaluation. Analysis/conclusion to follow.

Event description:
It was reported that a pt being transfused through the device experienced facial flushing, syncope, incontinence, unrecordable blood pressure and a seizure. On 1/21/97, the pt experienced flushing, syncope and incontinence. On 5/20/97, the pt experienced another reaction consisting of flushing, syncope, abdominal cramps, loose stools and hypotension. No pt sequelae was reported. This info was obtained from transfusion, volume 38, pages 410-411, april 1998.